Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of dyspareunia ("dyspareunia") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 626215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included oxycodone since 2009 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced the first episode of dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (underwent a laparoscopic assisted total hysterectomy with a bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, the last episode of dyspareunia, alopecia, weight increased and abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, bladder disorder, female sexual dysfunction, pelvic pain, urinary tract disorder, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs received: new reporter, patient details, other relevant history, product information, concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), vaginal discharge were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("peritoneum on the left side where it had perforated the tube"), pelvic pain ("pain") and the first episode of dyspareunia ("dyspareunia") in a 39-year-old female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, back pain, hypothyroidism and arthritis. Concomitant products included biotin, bupropion, calcium, cetirizine hydrochloride, cyclobenzaprine, gabapentin, iron, medroxyprogesterone acetate (depo-provera), mirtazapine since 2016, montelukast, oxycodone since 2009 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dyspareunia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/loss(which ne specify)"), 9 months 7 days after insertion of essure. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. And underwent a laparoscopic assisted total hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, the last episode of dyspareunia, alopecia, weight increased, abdominal pain upper, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, depression, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: coils: right tube 8 # of coils. Left tube 5 # of coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Concomitant condition and medication added. Events abnormal bleeding vaginal, menorrhagia, abdominal pain were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("peritoneum on the left side where it had perforated the tube"), pelvic pain ("pain") and the second episode of dyspareunia ("dyspareunia") in an adult female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included biotin, cetirizine hydrochloride, iron, medroxyprogesterone acetate (depo-provera), mirtazapine, oxycodone since 2009 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), the second episode of dyspareunia (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (underwent a laparoscopic assisted total hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain, the last episode of dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia, weight increased and abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, bladder disorder, depression, fallopian tube perforation, female sexual dysfunction, pelvic pain, urinary tract disorder, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: coils: right tube 8 # of coils. Left tube 5 # of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " depression and mental anguish, fallopian tube perforation" are added. Reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("peritoneum on the left side where it had perforated the tube"), pelvic pain ("pain") and the second episode of dyspareunia ("dyspareunia") in an adult female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included biotin, cetirizine hydrochloride, iron, medroxyprogesterone acetate (depo-provera), mirtazapine, oxycodone since 2009 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), the second episode of dyspareunia (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain, the last episode of dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia, weight increased and abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, bladder disorder, depression, fallopian tube perforation, female sexual dysfunction, pelvic pain, urinary tract disorder, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: coils: right tube 8 # of coils left tube 5 # of coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("dyspareunia") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic assisted total hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2008: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.